Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "hard to insert cutter" was confirmed. It was determined that the attachment had a worn/damaged bearing in the distal end. The damaged bearing allowed the cutter shaft to make contact with the middle sub-assembly of the attachment, which caused it to shear. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report was received from USA stating that the cutter was difficult to insert and removed from the device, and the cutter snapped during surgery. No injury or medical intervention occurred. There was no add'l info provided.